Event description:
The customer observed a falsely elevated ca19-9 result for one patient on the architect (B)(4) analyzer. The following data was provided: initial 484.45 u/ml non-dilution (rep ID (B)(6)) retest 48.49 u/ml auto-dilution (rep ID (B)(6)) repeat 24.26 u/ml non-dilution (rep ID (B)(6)). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). List (B)(4) is marketed internationally, and has a similar product in the us (B)(4). An evaluation is in process.